Event description:
On 23 jan 2026, arthrex was notified via email of a case study published in november-december 2020 by the journal of orthopedics titled ¿outcome of biceps suspensionplasty for recurrent multidirectional shoulder instability.¿ the study reviewed 5 patients and identified biceps tendon lesions and recurrent inferior subluxation with the bioabsorbable interference screws and tenodesis screws in 3 patients during the 3.2-year follow-up period. Ref: kohan em, wong j, stroh m, syed uam, namdari s, lazarus m. Outcome of biceps suspensionplasty for recurrent multidirectional shoulder instability. J orthop. Nov-dec 2020;22:473-477. Doi:10.1016/j.jor.2020.10.009

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.